Event description:
It was reported that as soon as the slimline fiber was used, after the first connection, it broke off with a popping sound. The break was observed in the middle of the fiber. A new fiber was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that as soon as the slimline fiber was used, after the first connection, it broke off with a popping sound. The break was observed in the middle of the fiber. A new fiber was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone . Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber was received for analysis in two pieces. A fiber body break was observed, and the microscopic inspection of the tip indicated that it was degraded. The fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break and popping sound. The IFU states that the fiber should be inspect for kinks, punctures, fractures, or other damage. If the fiber appears damaged, it should not be used, and it must be returned to the supplier for replacement. The product investigation confirmed the allegation of fiber break.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber was received for analysis in two pieces. A fiber body break was observed, and the microscopic inspection of the tip indicated that it was degraded. The fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break and popping sound. The IFU states that the fiber should be inspect for kinks, punctures, fractures, or other damage. If the fiber appears damaged, it should not be used, and it must be returned to the supplier for replacement. The product investigation confirmed the allegation of fiber break.

Event description:
It was reported that as soon as the slimline fiber was used, after the first connection, it broke off with a popping sound. The break was observed in the middle of the fiber. A new fiber was used to complete the procedure. No patient complications were reported.